Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of fever, sepsis and death are listed in the product instruction for use as known potential adverse effects. The eto sterilization records for this lot were reviewed and there were no non-conforming material records or anomalies noted. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 9 days post xact stent implantation in the right internal carotid artery, the (B)(6) old patient was rehospitalized with fever and malaise. Tests were run and aggressive antibiotics therapy given. Patient was diagnosed with endocarditis. Reportedly, there was no obvious source of sepsis, no stent abnormalities. On (B)(6) 2011, the patient died. Cause of death was sepsis. Although requested, there was no additional information provided.